Event description:
On 04/16/08, a customer reported to gambro that two patients experienced electrolyte imbalance, while dialyzing on the phoenix machine and software version 3.34. (For the first event refer to MDR 9616240-2008-00030). One half hour treatment the pt began "feeling bad" and cried out. The pt received a 100 ml IV bolus of saline. The final dialysate conductivity was checked and found to be low. The blood in the extracorporeal circuit was returned to the pt, lab work was drawn which revealed an electrolyte imbalance. Treatment was continued on another machine and the pt was discharged home in no acute distress.